Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total gastrectomy, the device jaws could not be re-opened while on tissue. The device was removed by dissecting the tissue directly adjacent to the jaws. The surgeon opened a second instrument to complete the procedure with no further difficulties. There was no pt injury.